Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date approximated, event occurred several years prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the patient spinal cord stimulation (scs) system was not working as intended. The patient's implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were explanted. The patient was doing well postoperatively and the explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date approximated, event occurred several years prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70. Serial number: (B)(6). Batch/lot number: 15747981. Model/catalog description: artisan lead 70 cm. Unique identifier (UDI)#: (B)(4).